Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the superficial femoral artery (sfa). Reportedly a non-abbott guidewire (gw) was advancde to the lesion and pre-dilatation was performed with a non-abbott dilatation balloon. A 4.5x150mm supera self expanding stent system (ses) was advanced to the lesion and the stent was deployed; however the ses was unable to be withdrawn over the gw due to a kink in the gw shaft. The kinked gw was removed, and a new non-abbott gw was attempted to be loaded back in the supera ses while it was still in the anatomy, but was unsuccessful. The supera ses was removed, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to insert was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified and moderately tortuous anatomy and/or inadvertent mishandling resulted in the reported kink in the guide wire and the noted outer sheath kink of the device; thus resulting in the reported difficult to remove the device after stent deployment. Additionally, as the new non-abbott guide wire was attempted to be loaded back into the device while it was still in the anatomy the noted outer sheath kink resulted in the reported/noted difficult to insert. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.